Manufacturer narrative:
The customer was assisted over the phone by the customer technical support (cts) and field service was not dispatched for this event. Per phone conversation with the customer, the leak was contained and appeared as build up on top of the needle assembly; to resolve the problem, the needle assembly was replaced. Failure mode was identified: the failure mode is related to the needle assembly which was replaced by the customer. No erroneous results were generated for this event. The hazard associated with disconnected, restricted or leaking tubing from the needle is related to closed tube aspiration errors. Cbc (complete blood count), differential and reticulocyte results could be flagged, un-flagged or non-numeric. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as one ml of dried cleaner under the instrument. The operator was wearing personal protective equipment of gloves and lab coat. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.